Event description:
Healthcare professional reported through a company representative that a patient experienced pain and an umbilical hernia with an unknown applicator for a coolsculpting elite system post treatment.

Manufacturer narrative:
Additional information: a2 - dob. A4 - weight. A6 - race.

Event description:
Healthcare professional reported through a company representative that a patient experienced pain and an umbilical hernia with an unknown applicator for a coolsculpting elite system post treatment.

Manufacturer narrative:
The coolsculpting user manual states that the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. A supplemental report will be submitted if and when additional information is obtained.